Manufacturer narrative:
It was initially reported through a medwatch received from the FDA that the glucose meter reported "low blood sugars." Per report, this led to the patient not taking unspecified medication and using other unidentified interventions to try to increase glucose level, "when in fact she ended up having a sugar glucose above 500." It was added, "this is potential life threatening and could have resulted in more serious illness or death, which was fortunately, in this case, averted." There was no contact information in the received medwatch from the FDA. An attempt to gather additional information related to this reported incident could not be performed. Due to the reported inaccurate reading and the resulting unidentified intervention, this medwatch is being filed. A sample is not available for evaluation. A definitive root cause for this reported issue could not be determined. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported through a medwatch that the glucose meter reported "low blood sugars." Per report, this led to the patient not taking her medication and using other unidentified interventions to try to increase her glucose, "when in fact she ended up having a sugar glucose above 500."